Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console did not raise or lower surgical parameters during a cataract surgery. The surgery was completed by lowering the ultrasound and irrigation levels. The patient experienced corneal burn which induced astigmatism. The physician sutured the corneal wound. The current patient condition was not provided.

Manufacturer narrative:
Specific product identifiers (serial numbers) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the lot/batch/serial number is unknown. The lot/batch/serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Based on the information available, the customer reported event cannot be confirmed. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).